Manufacturer narrative:
The device was returned for analysis. Analysis confirmed the reported event of overheating. Pre-repair temperature testing was p erformed. Pre-repair temperatures were the following: rear ¿ 26.8 degrees c, middle ¿ 36.3 degrees c and nose ¿ 53.1 degrees c. Evaluation found that the device was noisy. Device evaluation is not complete; evaluation is in progress. Completion of evaluation is a nticipated.

Event description:
The facility reported that during a tympanoplasty surgery the device was not working well. The procedure was completed with a back up device. There was no report of patient impact. The product was returned for analysis. During pre-repair inspection the device was found to be overheating.

Manufacturer narrative:
The analysis of the handpiece was completed. Evaluation found that there was deterioration in the nose, collar, shaft and bearing due to dirt/rust. The device was repaired, tested to all manufacturing product specifications and returned to the customer. If information is provided in the future, a supplemental report will be issued.